Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive delivery alarm noted. The insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of no delivery alarms from the insulin pump. The customer stated that she woke up with a blood glucose reading of 300 mg/dl. The customer stated that the no delivery alarm occurred when she tried to deliver a bolus. The customer stated that she changed her set, and the alarm reoccurred. The customer stated that the alarm occurred during priming. The customer stated that the alarm occurred with 8 sets. The customer stated that the alarm occurred with a new pump too.